Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Critical ram parity error logged on (B)(4)-2011. Por (power on reset) severity considered low. Device should be able to fully recover after reset. Por timestamp coincides with install of (B)(4) version 8.

Event description:
It was reported that the device had a power on reset. It was also reported that the patient had received radiation treatments. The device is still in use. No patient complications have been reported as a result of this event.